Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the observed impedances were high.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation system experienced several issues, including the generator taking a long time to charge, requiring more frequent charging than previously, and multiple incidents of therapy loss due to battery depletion. There were delays in restoring therapy after battery depletion, with one instance where therapy was lost on february 23rd and not restored until march 3rd. Out of range impedances were identified on unused contacts across multiple devices, leads, and extensions. It was noted that the patient and family may not fully understand how to read the remaining battery life on the generator remote. An impedance check was performed using a clinician tablet, and the deep brain stimulation systems, recharger, and remote controls were inspected and tested, all of which were found to be in good working order. Charging procedures and battery reading were discussed with the patient and family over the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.